Manufacturer narrative:
Concomitant products: product ID 37092, lot# 235870002, implanted: (B)(6) 2010, product type accessory; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3986a45, lot# n101278, implanted: (B)(6) 2010, product type lead; product ID 3986a45, lot# n141948, implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was very sick in intensive care and they were looking to do an abdominal MRI. The patient had not been using the stimulator for a while because the device was not effective for her. No known date concerning this was provided. MRI guidelines were discussed. Follow-up determined that there was not a 50% or greater reduction in symptoms. The cause of the event had been determined and it was not related to the device. Reprogramming was not needed. The patient had experienced a loss of therapeutic effect that was noted to be gradual. There was no loss of stimulation. The patient was noted to have recovered without permanent impairment. The system was noted to have been explanted on (B)(6) 2015. This event will be updated if additional information is received.